Event description:
The account alleged the rails on the bed will not stay up.

Manufacturer narrative:
The tech found the bed sheet was obstructing the siderail latch which prevented the siderail from latching.